Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up the videoscope exhibited poor quality image. There were no reports of patient harm or involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error message e216 (scope communication error) a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd (charged coupled device) unit, a noise image occurs and due to damage on ccd unit, scope communication error code e216 occurred. Olympus will continue to monitor field performance for this device.